Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer had elevated blood glucose levels (500 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates pump is to be used with individuals 12 years of age and gender, patient is (B)(6).